Event description:
It was reported that the device was used during an anterior resection procedure. The surgeon seated the anvil in the proximal colon and performed a purse string, the device was introduced transanally and the instrument was properly attached. The entire firing sequence was completed in a satisfactory manner as well as the extraction of the device. Two very good tissue donuts were observed and upon the leak test of the anastomosis, there was a substantial leak posteriorly. The staple line was oversewn and a loop colostomy was performed. The patient is doing well and is expected to have the colostomy reversal. Device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.